Event description:
It was reported that the lead exhibited increased impdance. A lead fracture was suspected. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.